Event description:
The baxter clearlink system continu-flo solution set (primary tubing line) had a hole/damaged missing piece in the tubing. Looked like it was melted a piece of tubing missing and the medication spilled out. Manufacturer response for tubing IV system, baxter clearlink system continu-flo solution set (per site reporter). Unknown, still investigating.